Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the patient having a problem with charging the implantable neurostimulator (ins) for it was only charging half the time. It would not charge unless they wiggled the recharger (rtm) cord and when it worked it would shock their body and cause a red mark; the patient said the rtm cord where it connected to the antenna would burn their skin leaving a small red mark. A replacement recharger (rtm) was sent out.  [See general text info for details on omitted information.]

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6) ); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.